Event description:
A broken suture anchor was reported to a company rep by a surgeon. The surgeon allegedly used nanotack suture anchors (1.4mm) during surgery to perform a labrum reattachment procedure. The anchor remains in the pt, no injuries were reported.

Manufacturer narrative:
Eval summary: the suture anchor device was not returned for eval. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the suture anchor that was left in the pt, even though no injury was reported. There have been no other complaints referencing this lot number.